Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead showed a sharp rise in pacing impedance values to high, out of range measurements. Causes such as lead calcification were excluded. The patient came to the hospital on the same day and underwent various stress checks, but there was no recurrence of lead noise or impedance increase. The patient was followed up for observation as the possibility of fretting was high. The ICD and the non bsc rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead showed a sharp rise in pacing impedance values to high, out of range measurements. Causes such as lead calcification were excluded. The patient came to the hospital on the same day and underwent various stress checks, but there was no recurrence of lead noise or impedance increase. The patient was followed up for observation as the possibility of fretting was high. The ICD and the non bsc rv lead remain in service. No adverse patient effects were reported.